Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A used console was visually inspected and was tested using a console. The sample could be recognized and the service data could be retrieved from the console. However, the sample failed to prime and generated a system message code. The cassette and manifolds were purged, and no occlusion was observed. The sample was re-tested and the same system message code occurred. The drip chamber was replaced with a lab stock drip chamber. The sample passed priming. A submerge fluid test for the returned drip chamber was performed by purging air from the syringe. No air came from the filter of the drip chamber spike. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is external supplier related, caused by no air coming from the filter of the drip chamber spike which is related to an error caused during the suppliers manufacturing process. The supplier has been notified of this complaint and will take appropriate actions as necessary. All lots are verified that all required inspections have been performed and all acceptance criteria are met. Complaint data for all alcon products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that irrigation failure occurred (amount of irrigation was low) during cataract (with intraocular lens implant) surgery. It was unknown whether the surgery was completed or not. There was no impact to the patient.